Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturing representative. It was reported that the manufacturing representative was not provided with the patient¿s weight information.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient¿s right ins was at eos. The left ins keeps giving an ¿invalid sn has been detected, reposition telemetry head¿ error message. They were never able to interrogate that ins. It was stated that the patient¿s caregiver was not very diligent with the programmer so the elective replacement indicator and end of service message were probably missed. The patient¿s ins¿s were on comparable settings so the lifespan should have been similar. The patient¿s neurologist was also unable to interrogate the ins. The patient is having their left ins replaced due to it not being interrogatable. There were no symptoms reported. No complications or further complications were reported.